Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced pain, disability and disfigurement. All other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced pain, disability and disfigurement. Per the nurse at the physician's office it was reported that the patient did not present with any complications, post-procedure. No additional information is available.